Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and the catheter sensor did not work. The cable was changed and that did not solve the problem. The catheter was then replaced and the problem was resolved without any consequence to the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event was originally assesses as not reportable, as the sensor issue is highly detectable and posed low risk to the patient. Biosense webster received the catheter back for analysis and discovered the clear sensor sleeve (pebax) has some liquid and white crystals, likely to be dried saline and a cut was discovered on the pebax where liquid could get inside. Upon request additional information was received on the returned catheter condition. There was no difficulty in withdrawing the catheter from the patient. The returned condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back for analysis. The cut to the pebax is indicative of a reportable event as the integrity of the catheter is compromised. The awareness date for this record is (B)(6) 2015 because that is when the cut was discovered.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and the catheter sensor did not work. The returned device was visually inspected upon receipt and clear sensor sleeve (pebax) had a cut letting a liquid get inside. This finding is why this complaint was reported to the FDA. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax separation section presented evidence of scratches and displacement material between the polyurethane (pu) and pebax. This issue is further investigated under an internal corrective action. The pebax section is 100% inspected on all catheters before leaving the facility. Per the event reported, the functionality of the sensor catheter was tested on the carto system. The catheter failed during carto testing, error 105 and 106 were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the magnetic and force sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. However it was found that according to manufacture records and labels the device was expired upon event date on (B)(6) 2015. Manufactured expiration date 11/2014 for this device. The customer complaint has been verified.